Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an increase in capture threshold and a trend of elevated lead impedance. The elevated impedance began in (B)(6)of 2019 and started to stabilize around (B)(6) of 2019. The patient had a medication change in july and had a stent placed. The physician suspected that the changes were caused by the change in medication. The patient's condition was stable.